Event description:
It was reported that the routine maintenance failed on the arctic sun device where the mixing pump did not work. Per follow up information received on 07jun2022, the issue appeared during routine maintenance and the device would be repaired onsite. Per sample evaluation result received on 28jan2023, the device was very dusty and condenser needed to be cleaned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the routine maintenance failed on the arctic sun device where the mixing pump did not work. Per follow up information received on 07jun2022, the issue appeared during routine maintenance and the device would be repaired onsite. Per sample evaluation result received on 28jan2023, the device was very dusty and condenser needed to be cleaned.

Manufacturer narrative:
The reported issue was confirmed, however the root cause was not able to be isolated. A potential root cause could be due to use of the system outside intended environment. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "cleaning and maintenance routine cleaning and preventive maintenance should be performed on the ® temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.